Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the fluoroscopy showed that the helix was bent and was unable to retract. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of the helix was bent and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be stretched and clogged with blood/tissue. X-ray examination found the over torqued inner coil and the stretched helix consistent with procedural damage. The helix mechanism/ extension length test couldn¿t perform due to the damaged helix consistent with procedural damage. The cause of the reported event was isolated to the over torqued inner coil and the helix being stretched and clogged with blood/tissue.